Manufacturer narrative:
.

Event description:
A report was received that the patient was experiencing burning sensation and that the device was bothering him. The patient underwent an explant procedure. No device malfunction was suspected. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was experiencing burning sensation and that the device was bothering him. The patient underwent an explant procedure. No device malfunction was suspected. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.